Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 45 mg/dl, and the bg meter was reading 275 mg/dl. The patient was wearing a tandem insulin pump. The patient was nauseous, thirsty, weak, and tired. The patient went to the emergency room (ER) for evaluation. At the ER, the patient was treated with insulin injections, IV fluids, and an unspecified medication for nausea. The patient was discharged home after less than 24 hours. The patient was ¿doing fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.